Event description:
On (B)(4) 2012, irvine manufacturing (B)(4) informed that two (2) intermate units, product code (B)(4), lot# 11g011 were received at irvine. Visual examination of the returned units indicated that they had broken distal luers. The samples were reported as defective by the customer and were returned along with the sample for complaint# (B)(4). The customer did not have any information about the problem or patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. The sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter canada received a report that an intermate had a broken distal luer. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. The facility did not have information regarding whether there have been any reports of patient injury or medical intervention in association with this event. No additional information is available. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. This issue was investigated through corrective and preventative action (CAPA). Evaluation summary: baxter received one sample for evaluation. The distal luer was not returned with the unit. Visual examination confirmed the reported condition of a broken distal luer. It was noted that the distal luer post was still attached to the tubing. Based on the evaluation, the cause of the broken luer was due to stress from the packaging design. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample.